Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx.. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4) , complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the safe-t-j newton heparin coated fixed core wire guide was used for an abscess drain and it got caught on the catheter during retraction in addition to unraveling inside of the patient. It was noted that the wire met resistance during removal, but the wire was still intact when it was removed from the patient. The product problem did not result in any reported serious injuries to the patient.